Event description:
The pt contacted nephron pharmaceuticals corp regarding a product complaint of loose washer on (B)(6) 2013, associated with the use of the ez breathe atomizer. The pt reported that a silver circular ring fell from the medication cup into his mouth while using the product. Multiple unsuccessful attempts were made to reach the customer via telephone; however, add'l f/u attempts will be conducted. In addition, an investigation notification letter will be mailed to the pt via (B)(4) that requires confirmation of the delivery. Medical review: an adverse event was not reported in association with this product complaint. The investigated product for the enclosed medical device report is listed among the implicated lots for a nationwide recall initiated by the MFR health & life, co ltd, on 05/08/2013. The class 1 recall (z-1371-2013, z-1372-2013, z-1373-2013) was initiated after nephron pharmaceuticals corp, the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breathe atomizer. The impacted atomizer serial number ranges are: (B)(4).